Event description:
A customer reported their AED will not power on with their dbp 1400 battery pack serial number (B)(6) but will power on with a spare battery pack. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed that the AED was placed into service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The log showed thar the AED continued to chirp and flash without any evidence of human interaction to address the aeds condition until the battery pack became completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack.